Event description:
It was reported that wireless devices could not be interrogated. Replacing the rf (radio-frequency) head was tried and making sure the "allow wireless communication" box was checked. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. However it was noted that the programmer could not interrogate non-wireless devices due to the electrocardiogram (ECG) connection and head connection being loose. (B)(4).